Event description:
It was reported that the patient was being shocked by their device sporadically. The patient tried to call their health care provider¿s (hcp¿s) registered nurse (rn) today, but the call got dropped. The patient was trying to see how to turn the device off. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# v062019, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns with their device/therapy but had not sought further help. The patient called in after their health care professional's office closed at 5 pm. The patient talked to three company representatives and no one figured out how to help the patient. The patient's son was able to look up information on the internet and turned the device off in less than 5 minutes. The patient was in pain and distraught that he was not given more help. If additional information is received, a follow-up report will be sent.